Manufacturer narrative:
An event of torn material was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A review of the complaint history revealed no related incidents for this lot. The device was returned for analysis. The device was returned with damage present and a split cut damage on the blue band on the valve capsule. The tubing of the flexnav and valve capsule was noted to have a bent damage. No other anomalies were found on the device. Based on all available information, a cause for the observed torn material could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a large flexnav delivery system (ds) was selected for use in an implant procedure, along with a safari xs guidewire. After the valve was implanted and the ds was removed, it was noticed that the capsule shell was defective and torn. There were no issues noted during device prep or during implant. The patient wasn't noted to have a torturous anatomy. There were no adverse health consequences due to the performance of the product. The patient remained hemodynamically stable and there was no clinically significant delay. The patient is stable.